Manufacturer narrative:
Upon review, the issue should not have been submitted as a medical device report (MDR) as it was determined the issue was related to the leads. There was no alleged stated malfunction of the ipg, and the device remains implanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the surgical intervention is anticipated in the near future for the implantable pulse generator due to an unknown reason. No additional information is available at this time.

Event description:
Additional information received indicated that patient¿s ipg was not working. Reportedly, patient had a fall approximately in (B)(6) 2020.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.